Manufacturer narrative:
The customer contacted siemens to report the gas spring that supports the instrument chassis cover of an advia centaur xp instrument was unable to support the weight of the cover while open. The cover fell on the operator's hand. A siemens customer service engineer (cse) was disptached to the customer site to inspect the instrument. The cse replaced the gas spring, resolving the issue. The cause of the cover closing unexpectly on the operator's hand was a failure of the gas spring to support the weight of the open cover. The instrument is performing within specification. No further evaluation of this instrument is needed.

Event description:
The gas spring that supports the instrument chassis cover of an advia centaur xp instrument was unable to support the weight of the cover while open. The cover closed unexpectedly and hit the instrument operator on the hand. There are no reports of patient intervention or adverse health consequences due to this event.